Manufacturer narrative:
Method: as of (B)(6) 2010, the graft has not been explanted. Vascutek would expect the graft to be returned for investigation when explanted. Results: review of manufacturing & qc records. The manufacturing and qc records for the batch have been reviewed and there is nothing to suggest a problem with the batch. The graft in question was contained in a batch of 57 units which were dispatched between (B)(6) 2010. This type of swelling, due to seroma formation, is a known complication with eptfe vascular prosthesis. Literature review: the incidence of seroma is higher in extra-anatomic grafts than conventional abdominal implants. (B)(6) reports of a survey of 279 cases where perigraft seromas were identified. Fifty-four percent of cases involved knitted dacron and 34% involved ptfe. He states that graft replacement provided a 92% cure rate. The association of seroma with implant location rather than the graft type was also shown by (B)(6). Four percent of the seromas he described were with axilloaxillary grafts.

Event description:
The event occurred at (B)(6) in (B)(6), USA. Patient experienced a seroma near arterial anastamosis and around graft. Arterial anastamosis was to axillary artery. Venous anastamosis was to hero outflow device. Graft could not be cannulated. Hemodialysis catheter was maintained in the patient's groin.